Event description:
It was reported that during a low colorectal resection procedure, the device did not staple at all. It only cut the bowel. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.